Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins). The healthcare provider suspected infected pocket 4 weeks post implant. Device was explanted completely and discarded. The patient had a replacement. Patient was taking antibiotics. Issue was resolved at the time of this report. No further complications were reported/anticipated.